Event description:
A device malfunction was reported where the clips on the device keeps falling off. Although there was no patient impact reported, this failure resulted in a delay of over 30 minutes.